Event description:
It was reported that when trying to update the patient's pump the physician's programmer noted a pump error. The catheter information was invalid and no catheter information was available. The patient had an ascenda catheter recently implanted. It was discovered that the software card needed updating in the programmer. No patient symptoms were reported at this time. This device system was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).